Event description:
It was reported that the lv lead had dislodged three months after implant. The lead was "shut off" at that time, and was capped when the device was replaced (due to eri) in 2009. After the procedure, the patient developed a kidney embolus due to this coagulopathy, and as a result of the procedure and his anti-coagulant treatment. There were no further patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.